Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged an arjo huntleigh bari maxxll bed #3 serial number (B)(6), had malfunctioning scale display template, air filter and mattress. 1857479132. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).